Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. After the lens was inserted into the eye, the surgeon noticed the haptic was bent. The lens was cut to remove from the eye. No enlarged incision and no suture used. No pt injury. Another same model and size lens was used. Reporter stated cause of incident was due to loading error by tech.

Manufacturer narrative:
(B)(4). Evaluation: results - (other): a visual inspection of the returned product found optic torn. Piece of optic and haptic torn off and missing. There was evidence of clear surgical residue. (B)(4).